Event description:
It was reported that it has recently been discovered through a CT scan, that the electrode of the left ear implant is not in place and could be causing the lack of benefit experienced by the patient.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.